Event description:
A report was received that a patient was experiencing pain at the pocket site. The pt reported that when she was lying down she suddenly felt as if she was being electrocuted and then was unable to feel or more her legs. The pt has since been keeping the stimulation turned off. The pt does not wish to meet with a bsn sales representative for troubleshooting, as they have decide to have the system explanted.